Event description:
The dealer stated that the consumer alleges the chair had cut off and stopped "dead", throwing pt from the chair, resulting in broken hands, bruised ribs and various bruises and scratches. The consumer was not wearing a seat-positioning strap at the time of the incident.